Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the rep was meeting the patient at their first post-op appointment. The rep ran an impedance and connectivity check before programming this patient, and everything was fine. Rep was then showing the patient how to use their remote and it was noted they were unable to increase intensity. The rep went back on their tablet and discovered electrode 6 was out with high impedances of 40,000. The rep was able to program around the impedances to resolve the issue. The rep reported there were no impedance issues previously and following the implant. The cause was not determined, but the rep will report any additional information that becomes available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.